Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a mitek fms duo pump for fluid management, the pump, uncontrollably and without warning, filled the joint space with fluid. The patient's shoulder was dramatically increased in size. The procedure was abandoned because of this. This is all of the information that has been made available to mitek at this time. Also see associated MDR 1221934-2012-00262.

Manufacturer narrative:
The footswitch was found to have a cut cord; we do not see how this would have influenced the reported issue. However, the cut cord is attributable to handling and maintenance, a user issue. We cannot discern the root or underlying cause for this issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.